Event description:
It was reported that the patient was scheduled for a replacement procedure on the implantable cardioverter defibrillator (ICD) and a gradual rise in shock impedance measurements were observed on this right ventricular (rv) lead prior to the procedure. After the physician performed a commanded shock, the impedance measurements decreased. As a result, the physician decided not to proceed with the replacement and opted to leave the lead implanted. The plan is to continue monitoring the patient. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.